Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed, as no photographic evidence was submitted for investigation. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to misuse, specifically misaligned insertion or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, a sales representative reported via email that during the implantation of two ar-3636 knotless 1.8 fibertak soft anchors, it was discovered inside the shoulder that the shuttle stitch had been prematurely cut. The implantation process was performed according to the technique guide. No patient harm was reported. This issue was identified during a procedure. Additional information was received on 9/30/2025: despite the complication during the labral repair procedure, the case was successfully completed by implanting a new ar-3636 knotless 1.8 fibertak. Both faulty implants remained in the patient following the event. The surgical procedure experienced a delay of approximately 5 to 10 minutes. While additional anesthesia may have been administered to accommodate the delay, this was not explicitly confirmed.